Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Continuation of medical devices. Model: d274drg, ICD; implanted: (B)(6) 2011.

Event description:
It was reported that patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), and oversensing noise which resulted in the patient receiving inappropriate therapy. A lead fracture was confirmed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was extracted. No patient complications have been reported as a result of this event.